Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and confirmed by a hcp. It was reported that there was no status update on the lead as the site didn't provide information. The patient's name was not collected, however, their date of birth and sex was. The patient weight was not collected. The lot number of the lead was updated. No further complications were reported as a result of this event. Additional information was received from a healthcare provider (hcp) of a clinical study indicated that the patient was not previously reprogrammed. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study indicated there was a causal relationship to the stereotaxic location to the implant. There was intervention, hospitalization starting 13 june, prolongation of hospitalization, medications administered, reprogramming, along with mechanical ventilation less than 60 minutes. The event resolved on (B)(6) 2018. The time from procedure was updated from "pre-procedure" to "during procedure". No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was submitted to the fixation of the skull and halo implant. The patient was deprived of levodopa for more than 6 hours and developed intense off-dystonia that culminated in hypoxia and an intraoperative seizure. The event resulted in prolonged hospitalization, medications administered, and mechanical ventilation less than 60 minutes. The etiology of the event was related to the stereotactic location to implant procedure. The issue resolved on (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted there was a causal relationship to both study disease and underlying condition or disease.